Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication can be possibly attributed to use-error involving use of the finger clutch button. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to replicate the customer reported issue. The right mtm finger clutch was found to be working fine without issues. The system was tested and verified as ready for use. The mcs instrument involved in this complaint was re-used in subsequent procedures with no reported issue. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained. Per the fae, there is nothing in the logs that suggests that the mtm finger clutch button was not working. None of the errors point to an mtm. Additionally, all of the errors in the logs for this procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction). The case was reviewed by isi post-market investigation analyst and the following findings were obtained: when the finger clutch is pressed, there are indications of clutch activation as well as match grips to regain control of the instrument in the surgeon console viewer. Finger clutch activation usage will show up in the systems localized processor logs. The case was reviewed by isi clinical development engineer (cde) and the following findings were obtained: energy activation is possible while pressing the finger clutch button. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, the customer claimed that the right mtm finger clutch switch was intermittently not working and as a result, the mcs instrument caused a mild burn injury to the right hepatic vein which was repaired. The surgeon stated that he was confused with the master clutch and finger clutch activation during that surgical step.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the customer claimed that the right master tool manipulator ( mtm) finger clutch switch was not working properly and the monopolar curved scissors (mcs) instrument moved although the surgeon pulled and held the right finger clutch button. As a result, the right hepatic vein of the patient was injured. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the system was inspected before use and there were no issues found. The issue occurred towards the end, about 3 hours from the start of procedure. The mcs was controlled by the right mtm and moved when the surgeon activated the finger clutch. There was a mild burn injury on the right hepatic vein as a result. There was no bleeding. The vessel was repaired. The patient did not receive a blood transfusion. The same mcs instrument was used for the rest of the procedure and the procedure was completed robotically. The patient did not experience any post-operative complications and the patient's hospitalization was not prolonged. The mcs instrument is not available for return to isi as there is no allegation of an issue with the instrument. The surgeon believes that the cause of the event was due to the finger clutch not being activated. Per the surgeon, the finger clutch was "not working properly" while he was using the mcs instrument to skeletonize a vessel. The surgeon stated that he was confused with the master clutch and finger clutch activation during that surgical step. The surgeon believes the injury to the vein was caused by a use-error involving use of the finger clutch button.